Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was also indicated that the patient though their lead was in their left leg to help with their sciatic nerve that was crushed. It was reported that last night the patient¿s ankle was bothering them. They stated they weren¿t sure if it was the weather or something else. Today the patient stated they went to increase stimulation and they noticed that they had to turn it up a lot higher than they used to. They stated that if they turned it up 4 to 5 notches, it usually felt too high like it was shocking them, but today they could barely feel their stimulation before or after increasing it. The patient mentioned that they had a hip replacement, but it fell apart like two years ago, so they had some changes in their body. The patient also stated that they had more aches every year when it gets cold. Patient services reviewed that it could be a change in their body or change in stimulation. The patient was at 4.8v. Patient services directed the patient to increase to where they were comfortable and getting relief and then to follow-up with their healthcare provider (hcp). It was reported that the hcp or manufacturer representative (rep) should be able to interrogate the device to determine if there were changes in the implant. The patient wondered if here was any way to tell that on their patient programmer, but it was reviewed that the patient programmer only allowed for setting adjustments, and it didn¿t do any in-depth diagnostics like the clinician programmer. The patient stated that they had an appointment with their pain hcp next week. Patient services directed the patient to contact their hcp before their appointment to let them know what was going on in case the hcp would want a rep at the appointment. It was reported that the patient¿s ankle began hurting more on (B)(6) 2018 and the stimulation not being as strong as usual and having to increase it more than usually for relief began on (B)(6) 2018. No further complications were reported/anticipated.